Manufacturer narrative:
Citation: paradis jm et al. Transcatheter valve-in-valve and valve-in-ring for treating aortic and mitral surgical prosthetic dysfunction. J am coll cardiol. 2015 nov 3;66(18):2019-37. Doi: 10.1016/j.jacc.2015.09.015. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter valve-in-valve and valve-in ring for aortic and mitral surgical prosthetic dysfunction. All data were collected from multiple centers in an unknown timeframe. The study population included an undisclosed amount of patients, an unknown amount of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients that received a corevalve, adverse events included: coronary obstruction, valve malpositioning, stroke, permanent pacemaker implant, patient prosthesis mismatch when implanted valve-in-valve, elevated gradient, moderate regurgitation, and paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.